Event description:
Pt was asked to perform a cardiac stress test as a condition of employment as a peace officer. Cardiopulmonary tech overprepped nine of ten sites where the quinton instrument quik-prep electrodes were applied to pt. Pt received nine one half inch circular burns to his chest, left torso, and lower back. Pt underwent treatment for the next seven months at a burn center. Pt has permanent scars as a result. (B)(4).